Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with corroded battery tube. Unit was successfully downloaded using thump software and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Unit passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. During download history review, no relevant alarms were recorded in the download history files to confirm the reason code. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted during visual inspection. However, during testing, occasionally unresponsive buttons were noted. Upon peeling off keypad overlay, cracked u1 keypad lead 6 was noted, leading to the keypad anomaly. Unit was also received with the following cosmetic damages: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, keypad overlay texture damage, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations are not confirmed. Unable to confirm customer alleged concern of high bgs. No relevant alarms noted in download history review. However, during testing, unresponsive buttons were noted, caused by cracked u1 keypad lead 6 pin. Additionally, unit was received with corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 300 mg/dl. The customer reported hyperglycemia was treated with an insulin pump and infusion set change. The event involved product(s) mmt-442ak, mmt-1715kl, mmt-342. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The customer reported possible under delivery of insulin. The sensor was not is use. No further patient complications were reported. No product return is required for mmt-442ak, mmt-1715kl, mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.